Manufacturer narrative:
Product analysis: analysis noted that the radiofrequency head lens was scratched and cloudy. The radiofrequency head also failed incoming testing. Further analysis discovered internal corrosion. The radiofrequency head was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.